Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device incurred excessive charge time with the original device battery. The device provided 35 joule charges within nominal charge times when using an external supply. No hybrid anomalies were found. Battery analysis revealed excessive charge times resulting from increased battery resistance likely induced by lithium severing, a known failure mode for 35 joule batteries. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.